Manufacturer narrative:
The device was not returned, but a photo of the device was provided for evaluation of the connection issue. A visual inspection was conducted but did not note anything with the tip of the female connector that could have caused the connection issue with the minicap. However, the inspection noted a separation between the female connector and the main body which might have contributed to the connection issue. The device was determined to not meet product specifications. The reported event was verified because the dark blue female connector separated from the blue main body. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the minicap. The home patient could not drain or fill. There were no leaks. The patient used tape to secure the cap and transfer set together, and went to the clinic to have the transfer set replaced. The nurse was concerned whether using too much alcalvis on the gauze could cause the seal to break down. There was no patient injury or medical intervention associated with this event. No additional information is available.